Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent cartridge change errors occurred. There was no reported impact to the customer's blood glucose level. Replacement cartridges were sent to the customer. The customer declined to have the pump replaced.